Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "display error". Additional information states the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The reported complaint for "display error" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "display error". Additional information states the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".